Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a pinhole on rubber; water tightness is lost. Due to wear of angle wire; the angle knob torque of up/down knob at free exceeds the specifications. Due to deformation of nozzle; water supply volume does not meet the specifications. Scope cover plate has peeling, and switch button 1 is damaged. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. 1. There were foreign materials in the nozzle, based on experience it's mostly clots and tissue mucus. 2. The user mainly used the cleaning tank for manual cleaning, and then the device was reprocessed by domestic cleaning machine for cleaning. The clogged device was found in manual cleaning, which was maybe clogged during procedure. 3. The device was not used after it was clogged. The return center's engineer did not confirm foreign materials. The engineer found the nozzle was deformed. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera colonovideoscope had a clogged nozzle during reprocessing. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. The nozzle was noted as being deformed, and it was confirmed that the user facility did not user the injection tube (mh-946) and channel plug (mh-944) when flushing detergent into the air/water (a/w) channel in manual cleaning. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). It was further noted that the user used a third-party cleaning tank and domestic cleaning machine. It was therefore presumed that the suggested phenomenon was due to a deviation from the instructions for use in reprocessing and physical damage to the device. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection shows how to detect the event. The IFU states how to prevent the event as follows: "reprocessing manual_ general policy_ precautions warning:olympus only confirms validation of the endoscope reprocessors it recommends. When using an endoscope reprocessor that is not recommended by olympus, the manufacturer of the endoscope reprocessor is responsible for validating compatibility of the reprocessor with the endoscope models listed in its instruction manual. Cleaning, disinfection, and sterilization procedures_ manual cleaning__ flushing detergent solution into the air/water channel 1. Attach the channel plug¿s biopsy valve cap to the instrument channel port 4. Attach the injection tube¿s connector plug to the air and water supply connectors on the endoscope connector" olympus will continue to monitor field performance for this device.